Event description:
It was reported that the target lesion was located in the mid circumflex artery with moderate tortuosity, heavy calcification and 90% stenosis. The 2.25 x 23 mm xience prime stent delivery system (sds) was attempted to be advanced to the lesion, but resistance was met with the anatomy. The sds was then advanced using tapping technique; however, the proximal shaft became separated. As the point of separation was outside the patient anatomy, the device was retracted without issue. No adverse patient effects were reported. There was no significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato guide cath: launcher 6fr al1.0 evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.